Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 397 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 150 mg/dl using truemetrix meter and 137 mg/dl using truemetrix meter. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 03/21/2018 and open vial date is 12/06/2016. The meter memory was reviewed for previous test result history (date/time not set): the 147mg/dl (B)(6) 2016 07:40 am fasting:yes, the 166mg/dl (B)(6) 2016 07:37 am fasting:yes, the 244mg/dl (B)(6) 2016 07:36 am fasting:yes, the 181mg/dl (B)(6) 2016 07:34 am fasting:yes, the 397mg/dl (B)(6) 2016 07:32 am fasting:yes. Memory concerns:397mg/dl.